Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also had insulin flow block alarm. The customer¿s blood glucose level was 492 mg/dl at time of incident and current blood glucose level was 192 mg/dl. The customer¿s blood glucose level was 150 mg/dl and sensor glucose level was 153 mg/dl. The customer was treated with insulin pump. The customer reported that the kept getting blood glucose require messages and that it will not accept his calibration. Customer declined to troubleshoot for the high blood sugar. The customer was advised to navigate to the auto mode readiness screen. The insulin pump will not be returned for analysis.